Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when they were inserting the needle and suturing the tissue in a laparoscopic hernia, the needle broke and the thread was broken by the loop eye during the first bite. They also note that when they placed the needle through the loop eye the loop broke because it was not strong enough. They used another suture with a different lot number to complete the case. There was no patient injury.